Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test. No motor error alarm was noted. The pump was received with no excessive no delivery alarm. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings, no delivery and a motor error from the insulin pump. The customer's blood glucose reading was 46mg/dl. The customer stated that the motor error occurred during prime. The customer stated that the motor error occurred during basal. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.